Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the device was not detected on the bus. Tower door 1 failed and displayed a "needs maintenance" condition, preventing normal access to the tower compartment. The affected tower contained emergency life-saving medications, resulting in limited access to critical medications.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that tower door 1 repeatedly showing as missing from the bus. The field service engineer (fse) replaced the tower door, controller, latch assembly, and verified cable seating; however, tower door 1 continued to fail in hardware test application mode. Replaced the tower door latches, but the issue persisted. Subsequently replaced the medcart cable associated with tower door 1 and retested. The system functioned as intended after the field service engineer (fse) resolved the issue.